Event description:
It was reported that the asymptomatic patient presented to the hospital for lead repositioning due to high capture threshold. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.